Event description:
It was reported that this right ventricular (rv) lead was repositioned 1 week post implant due to high capture threshold and failure to capture. It was observed that the helix at the tip of the lead appeared to be damaged. Lead currently remains in service. No additional adverse patient effects were reported.